Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the product was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the programmer overestimated the battery longevity of the device. No intervention has been performed, the device is anticipated to be explanted due to normal elective replacement indicator (eri). The patient was in stable condition.